Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported low flow alarms; however, the reported events of suspected pump thrombus and abnormal hum sounds could not be confirmed as the device was not returned for evaluation. A specific cause for these events, as well as a direct correlation to the patient's outcome, could not be conclusively determined through this evaluation. Furthermore, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event of hemolysis, as well as other patient symptoms, could not be conclusively established. The system controller event log files contained events from (B)(6) 2023, per the timestamps. The system controller periodic log files contained data from (B)(6) 2023. Several manual speed changes were captured throughout the files. Additionally, multiple low flow hazard alarms were captured between (B)(6) 2023. It should be noted that some of these alarms were captured following manual decreases in fixed speed below the low speed limit. No other notable events or alarms were captured. The pump appeared to function as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1, ¿introduction¿, lists potential adverse events, including pump thrombosis, that may be associated with the use of heartmate 3 lvas. Section 1 also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. The IFU also instructs the user to call your hospital contact right away if you notice a change in how your pump sounds, feels, or works. Even small changes should be reported. Section 6 of the IFU, ¿patient care and management¿, contains information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range. The sections of the heartmate 3 lvas patient handbook entitled ¿introduction¿ and ¿living with the heartmate 3¿ state to call your hospital contact right away if you notice a change in how your pump sounds, feels, or works. Even small changes should be reported. The section entitled ¿handling emergencies¿ explains to ¿call your doctor right away if you notice a sudden change in how your pump is working (even if there is no alarm). Remember, you know best what is normal for you and your pump.¿ the patient handbook also instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was admitted with continuous low flow alarms and low cardiac indices. The speed change at the end of the log file was medical team attending increasing the speed with pac in place to monitor pulsatility and aortic valve, neither of which changed with a speed increase. The log file captured low flow events throughout the event history. The patient presented with vague symptoms of nausea and poor appetite a few days. The patient was not exceptionally hypertensive with maps 85-90 on presentation. Their cardiac indices and mix venous were extremely low, 0.9 and 29%, respectively. The patient was noted with abnormal hemolysis as well. Computed tomography (CT) angiogram of outflow graft did not show obstruction issues. Lactate dehydrogenase (ldh) continued to climb, and abnormal hum sounds. Medical team was leaning toward inlet pump thrombosis. After a discussion, the patient was determined not to be a candidate for surgical intervention due to social support concerns. Tissue plasminogen activator (tpa) will not be pursued due to stroke risk. It was later reported that the patient passed away while on hospice care on (B)(6) 2023. The cause of death was suspected to be pump thrombosis. The death was thought to be device related. The device did not operate as expected.